Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was a revision of a primary lcs knee (initial implantation 2008) and only the patella was revised and the old inlay exchanged. As we took out the old inlay, it was observed that there were little cracks on the medial and lateral part of the inlay. The product was not returned to depuy synthes, however photos were provided for review. The photographs attached were reviewed, however the photos provided for review do not correspond to the device that was under review. The observed lot is different, which could be due to the new implant used for replacement. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was unconfirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device product code: 129405212 product name: lcs comp rp insert sm+ 12.5mm lot number: b69eh4000 and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was a revision of a primary lcs knee (initial implantation 2008) and only the patella was revised and the old inlay exchanged. As we took out the old inlay, it was observed that there were little cracks on the medial and lateral part of the inlay. Doi: (B)(6) 2008; doe: (B)(6) 2024.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was a revision of a primary lcs knee (initial implantation 2008) and only the patella was revised and the old inlay exchanged. As we took out the old inlay, it was observed that there were little cracks on the medial and lateral part of the inlay. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that there were no damage or defect with the lcs comp rp insert sm+ 12.5mm. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was unconfirmed as the observed condition of the lcs comp rp insert sm+ 12.5mm would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product code: 129405212 product name: lcs comp rp insert sm+ 12.5mm lot number: b69eh4000 and no non-conformances or manufacturing irregularities were identified. .

Event description:
Additional information was received: a. Was there any surgical delay? - no b. Was there any patient harm related to this event? - no c. What was the allegation against the patella why was it revised? - pain.